Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the physician accidentally pulled the right ventricular lead causing it to dislodge. The patient went in to asystole and emergency treatment was provided. The patient survived and the procedure was aborted. On (B)(6) 2018, the dislodged lead was capped and replaced successfully. The patient was reported to be in stable condition post procedure. No further complications were reported.